Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The white energy capacitor wire was found disconnected from the spade connector, designator j18. The disconnected capacitor wire was determined to be the cause of the reported issue. The returned device was archived by stryker. The customer has received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device unexpectedly power cycled during testing and gave a "energy not delivered" message when a shock was delivered. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.